Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a laparoscopic nissen fundoplication procedure and a suturing device was used. The device was loaded incorrectly and the reload would not come out of device. Another like device was used to complete the case. There were no patient consequences reported. Additional information will be requested.

Manufacturer narrative:
Date sent to FDA: 05/26/2017. Additional information was requested and the following was received: lot number of the device? Na. Product code of the suture cartridge?cnpx48zc. How many cartridges were used prior to the issue? 0.

Manufacturer narrative:
This medwatch report is being voided as it was reported that the issue was a result of user error and there was no alleged deficiency with the device. This event no longer meets the complaint criteria. Should any additional information be received, the file will be updated accordingly.